Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information and clarification received: regarding this sentence, it works fine then fails and allowed to use, and open another device where the jaws are stuck in a glass that bleeds and proceed to open the patient this sentence did not translate accurately into english and we have no idea what is meant ¿stuck in a glass that bleeds¿ ¿ the jaws got stuck on a blood vessel what as the other device that was opened ¿ a harmonic ace or enseal device? Enseal device what is meant by ¿jaws are stuck in a glass that bleeds¿? The jaws got stuck on a blood vessel what is the rationale for the convert to open, rather than continuing the procedure laparoscopically? The physician convert the procedure to open because when he decided to use enseal, he accidentally grabbed a metal clip with enseal jaws and they got stuck, so he decided to open the patient in order to cut the tissue. Patient¿s anatomy? Physician preference? What device was being used when the convert to open occurred? Enseal device. What other instruments were being used during the surgery? Just enseal and harmonic ace. Where was the bleeding from? Colic artery. How was the bleeding controlled? With a kelly. Did the patient require a transfusion? No. How old are the handpieces? It was new, 94 uses still available. Which generator system was being used? Gen11. If gen04, what error message were displayed? If gen11, what alert screen messages were displayed? Ace: tighten assembly enseal: no alert screen message was displayed. What troubleshooting was done when the message was displayed? Relax pressure on blades but it didn¿t work. Regarding this sentence, the bleeding resolved and the end of surgery is another look at the ace caliper and take the test is part of the active sheet and flies away. Who looked at the ace device after the surgery? Our territory assistant. Was the device looked at in the operating room or outside of the operating room? Outside operating room. This sentence did not translate accurately into english and we have no idea what is meant ¿take the test is part of the active sheet and flies away. Did someone test the ace device after the surgery? Our territory assistant. If yes, what happened to the ace ¿ ¿part of the active sheet and flies away¿ does not make sense. Active blade fell off when the test was performed after the surgery. What is the product code of the enseal device that was used? Nslg235s. Additional information requested: when did the bleeding from the colic artery occurred that was controlled by the kelley and what caused the bleeding ¿ ace or enseal or another reason?

Event description:
It was reported that during a laparoscopic right colectomy procedure, the device fails constantly, showing the assembly fails and the test process is performed again. It works fine then fails and allowed to use, and open another device (enseal) where the jaws are stuck in a glass that bleeds and proceed to open the patient. "The bleeding resolved and the end of surgery is another look at the ace caliper and take the test is part of the active sheet and flies away." 1.